Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by amstutz, et al., bone joint j. 2017 jul;99-b(7):865-871: allegedly the female patient was revised for wear 73 months after primary. Patient was (B)(6) years of age at primary, with a primary indication of developmental dysplasia of the hip, a bmi of 23, and a head size of 46mm. The authors reported that the serum cobalt ion levels were 140.0 /l and the serum chromium ion levels were 60.0 /l.